Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s device ¿has not been working properly for the last year.¿ it was reported that ¿they had done some things in the doctor¿s office¿ and they ¿couldn't get it to come up on the screen.¿ no symptoms or complications were reported.